Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No missing or damaged components. Parts swap, dc (direct current) voltmeter check, functional testing performed. The customer's reported problem was duplicated. When turning the on/off switch, the electronic alarms do not activate. Getting approx. 3.6 vdc (volts of direct current) out of the battery holder. Swapped out the main alarm pcb with a known, working board. Still not getting the alarm bezel led's (light emitting diodes) to illuminate or the piezo-electric buzzer to sound. Therefore, the interface pcb (printed circuit board) assembly must be defective. No action was taken. Due to obsolescence and lack of spare parts we are unable to complete the servicing of the ventilator. Device will be sent back un-repaired or scrapped on site.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the alarm functions were not working. There was no patient involvement, and no harm/adverse event was reported.